Manufacturer narrative:
A deviation within the electronic system was identified as root cause of the reported event. A detected deviation within the electronic system will cause a software-controlled restart of the whole electronic system. In case of a restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. The savina detected a deviation within the electronic system and posted a high priority alarm according to its specification.

Event description:
It was reported that the device posted the device failure with 04.0103 while in use on patient. There was no patient injury reported.